Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A external examination of the device revealed the device to be without issue. A functional evaluation was preformed by attempting to pass a guidewire through the delivery system. The guidewire would not pass through the barbed connector from either direction. The device was disassembled by cutting off the outer ring and then removing the thermoformed tubing and silicone tubing from the barbed connector. The barbed connector was found to be fully occluded on the threaded end of the connector with adhesive. The adhesive is placed on the barbed connector during the manufacturing assembly process. The returned unit was consistent with the complaint incident that the guidewire supplied with the kit would not pass through the connector. Therefore the most probable root cause is manufacturing. A CAPA is ongoing related to this issue. A review of the device history record was performed for (B)(4) lot 14004610 and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure when tracking the peg tube over the guidewire resistance was felt at the transition zone and the guidewire would not pass through the tube. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure when tracking the peg tube over the guidewire resistance was felt at the transition zone and the guidewire would not pass through the tube. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.